Event description:
Edwards received information that a 19mm aortic pericardial valve, implanted for approximately one (1) year and four (4) months, was explanted and replaced with another 19mm aortic valve due to a paravalvular leak. The device will not be returned for evaluation as it was discarded at the hospital. No additional information provided.

Manufacturer narrative:
Device not returned. The device is not available for return and evaluation because it has been discarded by the hospital. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. A paravalvular leak is described as a leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. If hemodynamically significant, this will require replacement of the heart valve. There are several contributing factors to a paravalvular leak, including but not limited to, insufficient debridement of calcified tissue, surgical technique, and patient factors (fragile tissue). In this case, there is insufficient information to comment on the clinical statements made by the health care provider. After repeated requests for information, no additional information has been provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.